Manufacturer narrative:
Measurement cable defect. Cable compartment cover broken. Needed service for repair: v040141000507 raypex 5 rechargeable battery 1. V040141000506 raypex 5 cable with plug long 1. Vr00145000904 cable compartment closure 1. Sf2 service fee 2 1. Conclusion: customer declined repair. Device will be scrapped.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a raypex 5 kit d gave incorrect measurements. No injury occurred.